Manufacturer narrative:
A system check was performed on (B)(6) 2011 and (B)(6) 2011; both met specifications. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced the aspirate probes, substrate probe, and the transducer. All verification testing met specifications. Although hardware issues were addressed prior to returning it into service, a definitive root cause for this event has not been determined to date. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting imprecise troponin (accutni) qc results generated by the access 2 immunoassay system. The customer indicated that level 3 accutni qc results have been running low. The customer is not questioning any patient results during this event. No reports of death, injury, or change to patient treatment have been reported in connection with this event.